Event description:
Procedure type: lot anterior resection. According to the reporter: the handle of the body was shaking and unstable. After stapling, the staples did not form a 'b' shape and failed to anastomosis. There was an air leak at the staple line. Because of the stapling failure, the patient was given an ileostomy.

Manufacturer narrative:
(B)(4).